Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal use. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that the customer went to the emergency room for their high blood glucose and diabetic ketoacidosis. Troubleshooting was performed for the battery and the drive support cap and settings were normal. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot.